Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a beta cap adapter. The customer states that the minicap extended life pd transfer pd set with twist clamp became detached from the beta cap adapter - (B)(4) during pt use. The home pt called the dialysis clinic and said that the transfer set fell off when she stood up. The event occurred at the hp's home. The hp went to the clinic. A nurse sterilized the beta adapter; attached a new transfer set and administered intraperitoneal prophylactic antibiotics. No test were taken. The dialysis facility administrator stated that the hp did not develope peritonitis. There is pt involvement; however, no pt injury or adverse event occurred. No further info available.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All DHR's are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.